Event description:
On (B)(6) 2023 patient already in the hospital when rrt called for low flow alarms. Vad team notified and nurse instructed to change out controller. Controller changed with cessation of alarms.